Event description:
It was reported that the the patient had an acoma (anterior communicating artery) aneurysm, and the physician planned to perform stent-assisted coil embolization therapy. After the access was established, the physician selected a microcatheter for delivery and deployed the stent. After deployment, the physician performed coil embolization through the stent mesh. During the embolization process, the subject coil was selected for embolization. After embolization, the subject coil could not be detached. The physician made multiple attempts and replaced the detachment device, but still could not detach the subject coil, so it was withdrawn out of the body. During the process, the subject coil broke and simultaneously affected the aneurysm, causing slight bleeding. After that, the physician embolized with several small-sized coils. The patient's bleeding did not cause adverse reactions, and finally dense packing was achieved, and the procedure was successfully completed. The patient was observed for 3 days postoperatively, had no other symptoms, and was discharged smoothly. The procedure was completed successfully.